Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) has, on occasion in the last week of use, not been delivering the pre-meal bolus that has been programmed leading to hyperglycaemia. Additionally, it was reported the pdm repeatedly searched for the glucose sensor despite the phone reading the sensor nearby. The patient's blood glucose level had increased to 22 mmol/l (396 mg/dl). Exact dates of the reported issue were not provided. No information regarding treatment was provided. No medical assistance was required. A replacement pdm was issued to the patient. This is one of two reports capturing this event (insulet reference numbers: (B)(4)).